Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The site has discarded the sureform stapler 60 reloads and the sureform stapler 60 instrument involved with this complaint. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2019 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: logs show that the sureform stapler instrument part # 480460-09, lot # l92210222-0217 had the unclamp failure after firing 6 reloads (4 blue followed by 2 white). After the 6th firing was completed, the subsequent unclamp failed at 70% completion. The logs confirm the error 22030 indicating an unclamp failure. There are no errors showing that e-stop was pressed following the unclamp failure or that use of the manual release knob (mrk) was detected by the system. The instrument was replaced with a different sureform stapler roughly 10 minutes after the unclamp failure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform stapler instrument was stuck on tissue (entrapment). The site tried to release the tissue with the manual release grip, but the knob has turned to its max; however, the issue persisted. Customer has decided to cut around the tissue that was stuck in the stapler jaws.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform stapler instrument was stuck on tissue. The site tried to release the tissue with the manual release grip, but the knob has turned to its max; however, the issue persisted. Customer has decided to cut around the tissue that was stuck in the stapler jaws. On 28-may-2021, an intuitive surgical, inc. Field service engineer (fse) recommended to the site to return the sureform60 stapler instrument for further investigation. The fse recommend to the csr and that the staff get familiar with how to release the stapler if the site could not release the stapler with the release knob. The fse has checked with site and no other issues have happened since. The system is ready for use. On 09-jun-2021, isi received the following additional information from the clinical sales representative (csr) regarding the reported event: it was confirmed that the stapler was clamped on duodenum and not on any vessel. The site did not press e-stop prior to using the manual release knob. The csr stated that it seemed like the surgeon tried to remove the sureform60 stapler instrument prematurely, and that could have played a role in the unclamping issues. There were no clinical ramifications or difference in the surgical outcome, secondary to cutting tissue around the clamped stapler instrument. The tissue was not thick, no buttress material usage, there was no clamping down issue before to the fire.